Event description:
It was reported via social media that the patient had a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown date post procedure the patient experienced a cerebral vascular accident. Transesophageal echocardiogram imaging showed that there were several large mobile thrombi on the surface of the closure device. The physician percutaneously removed the thrombus from the patient. No further information is available at this time.

Manufacturer narrative:
Date of event - aware date used and event date is unknown. Initial reporter address 1: (B)(6).